Event description:
A pt was skin tested on 1/24/2000 with no response. Pt was treated in the oral commisures and vertical lip lines with 1.0ml of collagen. The treatment was uneventful. The pt had some lumpiness and redness at the treatment sites. The pt denied itching, swelling, flaking, bruising or pain. The test site was showing a very small red dot. The pt took benadryl to try to allay the symptoms and it was not effective. The pt was seen again on 4/24/2000. The physician diagnosed hypersensitivity to collagen. No other medical intervention is planned.